Manufacturer narrative:
Superdimension has requested devices for eval but has not received anything to date. Out of an abundance of caution, superdimension is filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.

Event description:
Site reported superdimension ilogic system navigation issues. The superdimension portion of the case was canceled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.